Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis found the pitch cables broken at the distal clevis hub and the cable crimp of the pitch cable remained inside the distal clevis hub. No pieces were missing. The instrument was also found to have frayed grip cables at the distal idler pulleys. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the prograsp forceps instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the jaw is not working very well during opening/engaging and closing/separating, also it is not holding.